Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed, and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient was using the private label switch premier (biofinity sphere) contact lenses at the time of the incident. It is reported that the patient was diagnosed with bacterial keratitis in the right (od) eye. The patient was treated for two days by an outpatient ophthalmologist and hospitalized in the eye department for 5 days with the diagnosis of whole corneal ulcer, anterior uveitis and hypopyon in the anterior chamber. The patient was treated with a dual combination of antibiotics, both locally and intravenously. During treatment the patient was cultured for acanthamoeba keratitis and brolene was added to the treatment plan, though the results returned negative. The conjunctival sac and cornea of the right (od) eye were cultured as well as the contact lens from the healthy left eye (os) cultured and tested positive for the presence of the pseudomonas aeruginosa bacterium; the lens from the affected eye was discarded. The residual lens care solution from the bottle was cultured and no bacterium was present in the sample. The patient was transferred to received further care due to non-improvement of the condition with treatment. It is anticipated the patient will be left with permanent scaring and vision reduction or loss. Treatment is ongoing as of (B)(6) 2020. No lenses have been returned to the manufacturer for device analysis and no lot details have been made available. Good faith efforts have been made to obtain further information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.